Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013, during a stent placement procedure. According to the complainant, the stent was being implanted due to esophageal cancer. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, once the stent was released about 2cm severe resistance was encountered. There was no visible damage to the device but the stent was unable to be deployed. The stent and delivery system were removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.